Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were really unhappy with the device and said they had never had much help from the device and it really hadn't worked as well as they had wanted since the beginning. Patient said it never did control as they thought it would and it's never done anything for them and they thought they were worse off using it than they werewithout it. Patient stated they had a revision done in (B)(6) 2017 so the doctor could move the battery to an area which they weren't happy about and they put in a new wire.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09nax, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was not pleased with how their therapy worked since 1.5 years ago. The patient¿s doctor revised the ins and leads to the other side on (B)(6) 2017. It was noted that the device was changed out and during the revision there were no allegations of a system use issue and the patient recovered completely. No further complications were reported/anticipated.